Event description:
To treat a heavily calcified cto lesion at sfa, asahi microcatheter corsair and an unk guidewire were used. After the guidewire crossed the target lesion, corsair could not advance into the lesion, so that a balloon dilatation catheter was used but did not cross either. During performing the rotational manipulation to the corsair catheter, breakage was noticed at the tip section of corsair. Attempt to remove the catheter by a balloon catheter advancing to counter direction from distal side was made, but the tip of corsair was broken off in the vessel. A stent was deployed to fix the separated portion of the catheter against the vessel wall.

Manufacturer narrative:
The device was discarded at the hosp and was not returned to MFR for investigation. Lot history review revealed no anomaly that may relate with the reported event. No other similar event info was reported. With the provided info, it is presumed that the tip end of corsair microcatheter was caught by cto lesion, where excessive rotational manipulation was applied, resulting breakage of tip end by the accumulated force exceeding the product design limit.